Event description:
As reported per the edwards field clinical specialist (fcs), after successful implantation of a transfemoral 23 mm sapien valve, mild to moderate pv leak was noted. The decision was made to post-dilate with an additional 1 cc of contrast mixture. After post - dilation, a reduction in para-valvular leak was noted. However, it was then noted that one of the sapien leaflets was not functioning properly, resulting in moderate aortic insufficiency. The decision was made to place a second 23 mm valve within the first valve. This was done successfully with the end result of mild paravalvular leak and mild aortic insufficiency. The patient was transported to recovery in stable condition. Additional information revealed the patient had moderate native valve/leaflet calcification, and moderate aortic root calcification. There was good coaxial alignment of the valve and delivery system, and good image intensifier angle. The root cause of the non-functioning leaflet was indicated as possible damage to the original valve during post-dilation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the thv manuals identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the valve was functioning properly after deployment. The cause of the non-functioning leaflet and resulting central ai was reported as possible damage to the original valve during post-dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.